Event description:
During the transcutaneous pacing sequence we ran into issues with our life pack not delivering energy from the monitor to the AED pads while in a pacing sequence. This is the second time I have encountered this in my career over the past years. Im not sure what the issue is with the lifepak that is causing this to happen. The one thing I have found that this particular incident had in common with the previous incident I encounter a few years back was multiple defibrillations being provided prior to transcutaneous pacing. I have no idea what the correlation is but we had to trouble shoot the monitor multiple times which involved turning the pacing sequence off and back on a few times. The leads were doubled checked as well as the AED pads. The pacing function suddenly began working correctly the last time on its own we did nothing different the last time we trouble shooted the monitor than we did the first few times. The last time this happened to me a few years back the medtronic rep in (B)(6) was unable to provide any reason for the malfunction. Even though its a slight delay in patient care it was a good learning opportunity for kurtis. Trouble shooting a lifepack monitor is not common. Im glad he had the opportunity to do so while precepting and having experienced help rather than on his home having never seen it before. I hope this clarifies any questions you have in regards to this matter. The pt outcome which I'm sure you already know was rosc with ongoing care in the ed then moved to ICU. That's the last I have heard about the pt's current status.